Event description:
The customer reported fluid under the display window. The customer blood glucose was 319mg/dl. The customer mentioned that she was in the back of an ambulance. Troubleshooting was declined as customer stated that she came out ok from it, and she was coherent enough to place herself on break and to call the paramedics while she had low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.